Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018 ,product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-jan-2010, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 18-oct-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 385 mcg/day via an implanted pump for intractable spasticity. It was asked and unknown when the event/difficulty occurred, and the event occurred during normal use. A possible cerebrospinal fluid (csf) leak was reported. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There was no diagnostics/troubleshooting performed. It was reported the 8596 sc and 8709 catheters were replaced on (B)(6) 2018 and discarded and no source of csf was identified. It was further reported the doctor elected to replace the entire catheter. The catheter tip was placed at ¿1¿ vertebral body higher than the previous catheter. A new 8781 was placed to ¿t4.¿ the patient¿s existing two-piece catheter was removed entirely. Copious amounts of clear fluid was noted in the pump pocket, which was believed to be csf (no analysis of fluid was planned to identify the source). The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason). The patient¿s medical history was spasticity. No further complications were reported/anticipated or expected.